Event description:
Additional information regarding event details was received on 04dec2019. The wire was withdrawn/manipulated through the needle. The entire procedure was completed via seldinger technique. When the wire was removed, it was found to be damaged and kinked.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. A customer at hopital prive de bois bernard (france) reported that the wire guide in a c-ppd-850-imh (fuhrman pleural/pneumopericardial drainage set) from an unknown lot broke during a pleural drainage procedure. The customer stated that after the drain was placed, they withdrew the wire and noted that the distal end was broken. They had employed a standard seldinger technique and did not withdraw the wire through the needle. The patient did not experience any adverse effects due to this occurrence. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control, as well as a visual inspection of the device was conducted during the investigation. One used teflon coated wire guide was returned to cook for evaluation. Upon visual inspection, the wire was noted to have offset coils near the stiff proximal end. Both the mandril and safety wire appeared to be kinked. Both weld balls are intact. When the distal section of the wire after the bend is stretched, the coils return to their original position. The wire guide was cut near the distal tip to check for the presence of the safety wire. The safety wire is securely attached to the weld ball. The safety wire and mandril were pulled and there is no evidence of separation at the site of the kink/offset coils. It was concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) determined that there are sufficient controls in place to ensure that the wire guide is made to specification prior to distribution. A review of the design history file found that this device is both safe and effective for its intended use and that the benefits of using this device outweigh the risks. As specific lot information was not provided by the user facility, a sales search of all lots received by the user facility was conducted. The dhrs for all 32 device lots that have been received by the user facility within a three year span revealed no recorded non-conformances. A database search revealed one complaint associated with one of the 32 lots received by the customer for a wire bending during a procedure in which the investigation results indicated that either user techniques or patient anatomy likely contributed to the event. Cook has concluded that there is no evidence that suggests that non-conforming product exists either in house or in field. Cook also reviewed product labeling. It is unknown which version of the IFU was shipped with the unknown complaint lot. The current IFU [c_t_ppd_rev4] warns that "the wire guide should always advance without impedance to avoid perforation of any surrounding structures." The instructions for use section states after introducing the needle and verifying its placement, to "introduce the wire guide and gently advance it into the selected cavity. Note: the wire guide should advance without impedance." Under how supplied, the IFU indicates to inspect the device for damage. Based on the information provided, evaluation of the returned product, and the results of our investigation, a definitive root cause was traced to component failure without a design or manufacturing deficiency. It was reported that the customer used a standard seldinger technique to gain access to the intercostal space. It is possible that the wire became damaged during insertion or placement causing unraveling upon removal, but this was not confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: interne pharmacie. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during placement of pneumothorax drainage in the pleural space, the wire guide of a fuhrman pleural/pneumopericardial drainage set broke upon retrieval. After the drain placement, the physician removed the wire guide and found the distal extremity to be broken. No harm or adverse effects to the patient have been reported. Additional information regarding the event has been requested but is unavailable at the time of this report.